Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from a patient with symptoms of covid-19. Patient had recently received a sars-cov-2 positive result. Sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (reported to physician). Sample-2 was collected (B)(6) 2020 and tested (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from a patient with symptoms of covid-19. Patient had recently received a sars-cov-2 positive result. Sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (reported to physician). Sample-2 was collected (B)(6) 2020 and tested (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Review of data provided by the customer showed normal amplification curves. Root cause is due to target near lod. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.